Manufacturer narrative:
The pump passed the leak test. The pump was received with all buttons responding properly. No damage or moisture damage on the keypad assembly noted. No unlocked keypad connector. The pump was received with a cracked case at the reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump seemed blocked. The customer confirmed the time was advancing on the screen. Blood glucose value was 98 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.